Event description:
It was reported that the procedure was to treat a de novo lesion. Reportedly, when backloading the fox sv balloon onto the guide wire, friction was felt. The balloon was successfully inflated to treat the target lesion. After deflation, the physician noted there was also friction between the balloon catheter and guide wire when the physician retracted the balloon. It was finally possible to remove the balloon from the anatomy while the guide wire was kept in place. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - against resistance. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It should be noted that the fox sv pta catheter instructions for use states: do not advance the fox sv against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the information reviewed, there is no indication of a product deficiency.